Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, they determined that the driver board was defective. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
A vyaire representative reported motor fault, hardware fault and power board overheat on the vela ventilator. The vyaire representative reported there was no patient involvement associated with the reported event.